Event description:
It was further reported cutting balloon angioplasty was attempted but could not cross the left main lesion during the index procedure. There appeared to be a small distal dissection and a 2.0 x 8mm pixel stent was deployed. Following deployment of the distal stent, the small om1 was occluded and the a-v groove branch appeared to have an 80% stenosis. Multiple balloon inflations were performed with significant residual stenosis. Post-procedure, the pt developed hemoptysis and shortness of breath. The pt was on reopro and plavix and developed a small pulmonary hemorrhage. Subsequently, one day post index procedure, the pt had an apneic code blue arrest and became unresonsive. The pt was given atropine, was intubated and remained on a ventialator for several days. The pt was placed on tube feeds and finally extubated several days later. The pt was offered a subacute rehabilitation, eight days post index procedure, but preferred to go home with a home health aid. The pt was discharged and continued with home oxygen. The pt expired 482 days post arrive enrollment. The case report form notes start date of event leading to death was 455 days post index procedure. Death certificate noted the cause of death as chronic obstructive pulmonary disease. No autopsy was performed.

Event description:
Clinical study: 482 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed region of the left main coronary artery (lmca). The lesion was 8.0 mm in length, and had moderate calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8 mm drug eluting stent. The drug eluting stent was post dilated after deployment, and the residual stenosis was 0%. A distal grade a dissection was noted as a procedural complication. The pt was discharged from the hosp 14 days post index procedure receiving zocor, asa, and plavix. The site reported that the pt expired 482 days post index procedure from chronic obstructive pulmonary disease (copd). In the opinion of the physician there was no target vessel involvement related to the event.